Manufacturer narrative:
H3: analysis of the wireless recharger (s/n: (B)(6) revealed that no anomalies were visually observed. Led#s scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the recharger is not charging at all. Patient said that used it two weeks ago and charged it and went to charge saturday and noticed that the battery lights are scrolling up and down really fast. When asked, patient said that stores the recharging device in the box that comes with the device in between recharge sessions. With instruction, patient placed the device into the docking station and confirmed that the green light is on. Patient then held power button down for five seconds while in dock, which was performed twice however that didn't resolved the issue. Patient then removed the device from the dock and reset the recharger, which was performed twice, however the scrolling lights did not turn off. Device unresponsive. The issue was not resolved through troubleshooting. Replacement request was sent to the repair department. Email was sent to patient.